Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, dyslipidemia, chronic obstructive pulmonary disease, obesity, peripheral artery disease, prior pacemaker, atrial fibrillation, and myocardial infarction.. Complications reported included surgical intervention (redo, pacemaker), unexpected medical intervention (dialysis), myocardial infarction, infection, ischemia, stroke, heart block, atrial fibrillation, sternal wound infection, multi-organ failure (heart failure), endocarditis, tricuspid regurgitation, tricuspid stenosis, paravalvular leak. The reported IFU deviation/off-label use was associated with implanting epic stented porcine heart valve for tricuspid valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the epic valve, instruction for use (IFU), states: the epic valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term outcomes after bioprosthetic tricuspid valve replacement: a multicenter study.

Event description:
The article, "long-term outcomes after bioprosthetic tricuspid valve replacement: a multicenter study", was reviewed. The article presented a retrospective, multicenter study to analyze the long-term outcomes of patients who underwent bioprosthetic tricuspid valve replacement (tvr). Devices included in the study were carpentier-edwards perimount magna ease, medtronic hancock, medtronic mosaic, sorin pericarbon freedom, st. Jude medical biocor/epic, and st. Jude medica trifecta. The article concluded that tricuspid valve replacement with bioprostheses is an effective treatment for valvular disease, despite being associated with relatively high early and long-term mortality. However, the risk of structural valve degeneration rises significantly after 10 years. [The primary and corresponding author was antonio piperata, medico-surgical department (valvulopathies, cardiac surgery, adult interventional cardiology), hôpital cardiologique de haut-lévèque, bordeaux university hospital, 33604, france, with corresponding email: a.piperata88@gmail.com]. The time frame of the study was from 2003 to 2023. A total of 675 patients were included in the study, of which 311 (46.34%) received an abbott device. The average age was 66.0 years and the majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, dyslipidemia, chronic obstructive pulmonary disease, obesity, peripheral artery disease, prior pacemaker, atrial fibrillation, and myocardial infarction.